Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product recd by mfg. The devises associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Review of the attached x-rays by (B)(4) base business was unable to make any observations based on their poor quality. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient continued to experience pain, swelling and poor range of motion.